Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported a declot procedure was being performed in the cath lab/interventional radiology. During the use of the trerotola device, the guide wire became tangled up in the basket and also tangled up inside the pt's vessel. As a result, the pt was taken to the operating room and the wire and device were surgically removed. There was a delay in treatment with no pt harm and no pt death or complications reported. The sales rep learned during an in-service that the physician may have been running the device while advancing it in the pt.